Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire but had an incomplete staple line on the distal part and it only fired halfway though the entirety.